Event description:
A patient reported via manufacturer representative a suspected infection at the lead insertion site following trial lead placement. The healthcare provider assessed the site, redressed the wound and prescribed an antibiotic. The indication for implant was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.